Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that insulin drips were not observed to be exiting the infusion set tubing during the load fill tubing process. Additionally, occlusion alarms occurred. Reportedly, the cartridge was changed to address the issue and insulin delivery was resumed. Customer's blood glucose was approximately 300 mg/dl.